Event description:
The device was used during a subtotal gastrectomy procedure. Reportedly, the instrument did not cut and the approximating lever broke. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported the pt's condition is satisfactory.